Event description:
In 2008, baxter was informed about a system error 2240 and 2367 alarm that appeared on the home choice (hc) display during initial drain and became aware on the following month that the pt later developed peritonitis. The 2240 air in line alarm may be due to a break in the sterile system, which allows air to enter the sealed system. A system error 2367 is an alarm that is due to a previous system error alarm. When this alarm occurs, the homechoice is discontinuing the present therapy. There were neither disconnection nor leaks noted. The home pt had been diagnosed with peritonitis on eight days after the event date, and was hospitalized on that same day with symptoms of cloudy effluent and abdominal pain. A culture was taken on two days later and there were many white blood cells but no growth. A cell count was not done and the culture came back negative for peritonitis. The home pt was given intraperitoneal vancomycin (dose and frequency unk) and then was given vancomycin 500 mg intravenously for three weeks. The home pt started hemodialysis on approximately three days later, due to the infection not clearing up. The home pt has recovered.

Manufacturer narrative:
The device could not be evaluated since it was discarded.